Event description:
Unomedical reference number (B)(4). Event occurred in the italy on 10 april 2024, it was reported that infusion set was not adhering. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.